Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The mid-section of the stent to the distal end were damaged and stretched in a distal direction along the balloon. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 19-aug-2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal right coronary artery. After pre-dilatation was performed with a 2.0 x 15mm non-bsc balloon catheter, a 2.75 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification and a previously implanted stent. Attempt was repeated but the device still failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, it was further reported that the stent was damaged while crossing the lesion.